Manufacturer narrative:
(B)(4). During the event history log review, an increased intra-peritoneal volume (high drain error 107) event was identified. The cause of the reported issue cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A high drain error 107 alarm was identified in the log of a returned homechoice device. A high drain alarm is indicative of an iipv situation. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) 2013 10:22:13 during the night drain cycle seven. No additional information is available.